Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. (Registered under 510(k)# k083447). Therefore, it is subject to reportability under MDR. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the hospital informed me they had the same plate removed from a patient earlier in the year."